Manufacturer narrative:
Failure analysis note the insulin pump was received with a blank display due to moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there is moisture under the lcd display. The customer's blood glucose reading was 250 mg/dl. The customer states the insulin pump was completely submerged in water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump will be returned for analysis.